Event description:
A customer obtained an erroneously elevated troponin (accu tni) result, above the ami cut-off, for one patient. A subsequent draw of the patient produced an accu tni result in a lower clinical reference range. Reruns of the initial sample on this dxi 600 and another system were also in a lower clinical range. Corrected reports were sent. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Qc was within specifications. A field service engineer (fse) was dispatched: the fse asked customer to run a diagnostic testing which passed. The fse replaced aspirate peri-pump motor that was damaged during ucta installation. The fse replaced peri-pump tubing. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.